Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The user indicated the orientation was between 4 and 5 o'clock. The double lumen wire guided billroth ii sphincterotomes are designed for patients who have undergone billroth surgery. The orientation of the cutting wire is not anticipated to be within the normal orientation range of a sphincterotome designed to be used on patients without altered anatomies. Prior to distribution, all double lumen wire guided billroth ii sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a sphincterotomy the physician used a cook double lumen wire guided billroth ii sphincterotome. The cutting wire did not face the direction which the physician planned to cut, and faced at 4 and 5 o'clock [incorrect cutting wire orientation]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.